Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net review of the transmission revealed that the right ventricular lead exhibited noise. Other electrical measurements were normal. No intervention or patient symptoms were reported. The patient would continue to be monitored.